Event description:
It was later reported that the ra lead had been exhibiting noise, low impedance and there was tissue at the lead tip upon extraction. An insulation breach was noted on the rv lead at time of explant. Extraction difficulty was also noted for both the ra and rv leads and laser assistance was required.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were damaged during a recent open heart surgery. The leads were subsequently explanted and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: a distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2010. (B)(4).